Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During procedure, the patient had severe tricuspid regurgitation that resulted in repeated dislodgment of the active helix of the lead. The lead was not used and another lead was used. Patient was stable post procedure.